Event description:
It was reported to philips that the system was shutdown automatically. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was shutting down automatically. Upon troubleshooting, the philips remote service engineer (rse) found that the machine switch off command was coming from review module. The cause of the review module failure was not conclusively determined by the part analysis. However, to resolve the issue, the philips field service engineer (fse) replaced the review module, and tested the system operation, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.